Event description:
The hcp reported that, over the past month, the pt has been experiencing underdose symptoms with minimal change in tone. Within approx 4 weeks, the dose has been increased from 160mcg/day to 314.2 mcg/day. The pt is now expriencing lethargy. An xray was done a week in 2005 and "the system appeared fine." No dye or rotors studies were done. The pt was given a therapeutic bolus of 60mcg with very little response.

Event description:
Additional info from the hcp reports the pt had been experiencing increased spasticity. A pump myelogram was done on 12/5/2005. The hcp replaced the pump tubing on 12/13/2005 due to "malfunction of this pump tubing."